Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Another appointment was scheduled to further evaluate the system, which currently remains implanted. This report will be updated once additional information is received.

Event description:
Boston scientific received a red alert through the latitude patient monitoring system that this device had recorded a high right ventricular (rv) pacing impedance. A follow-up appointment was performed, and x-rays noted no signs of lead damage. No adverse patient effects were reported.

Event description:
A boston scientific technical services (ts) consultant reviewed a copy of device memory. The review noted the system had intermittent high measurements after approximately one year of implant, and then progressively increased out of range. Ts recommended further investigation. A revision procedure was performed. During the revision, it was reported the lead was not fully inserted into the devic header. When moving the lead near the header, the device measured out of range impedance. Lead measurements performed on a pacing system analyzer found no out of range measurements. The device was explanted and replaced.